Event description:
Per the clinic, the patient experienced scab at the incision site and subsequently was prescribed with topical antibiotics (specific date and duration not reported). The implanted device remains.